Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer's blood glucose level read "high¿ with moderate ketones, however, specific blood glucose (bg) value was not provided. The customer received third party assistance to address their elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy. After removing the obstruction from the speaker holes, the alarm cleared.